Event description:
The pt called about an infection that he acquired with use of a contact lens. The pt notes that about 3 weeks ago, he opened a new pack of frequency 55 multifocals. He placed a new lens in the right eye, and then his eye glazed over with pain. The pt called his primary doctor who prescribed tobramycin for 10 days, over the phone, w/o seeing him first. The pt reports that his symptoms have improved. The pain is better and the swelling has gone down. His vision is back to normal. Attempts to request the primary doctors info were declined. This is being reported as unconfirmed infection.

Manufacturer narrative:
This is being reported as unconfirmed infection. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn. This is being reported as infiltrates and a small peripheral ulcer with no direct causal relationship established between the medical device and the incident. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.